Manufacturer narrative:
This report is for an unk - plate: fns/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the surgeon notified that cold welding of the angle-stable femoral screw of the fns system are concerning issues. The patient had two different procedure of metal removal after nine months of surgery. It was necessary to drill. Patients suffered from a medial column fracture of the femur. All healed well. But he developed irritations caused by the implant under the soft tissue. So, implant removal was planned. The removal surgery was completed successfully without delay reported. The patient outcome was stable. Concomitant device reported: unknown fns bolt (part#: unknown, lot#: unknown, quantity: 1). Unknown fns antirotation screw (part#: unknown, lot#: unknown, quantity: 1). This complaint involves two (2) devices. This report is for (1) unk - plates: fns. This is report 2 of 2 for (B)(4).